Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer did get the image to flip from the tower and continue the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the endoscope orientation kept flipping and was the opposite of what was selected. Tse found no related errors. The customer reseated the endoscope and cleared the guided tool change. Tse inquired if staff had manually rotated scope before installing; however, the customer was unsure and stated they selected the correct orientation from the vision side cart (vsc) with the issue resolved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was first identified. The surgeon has just installed the endoscope and was about to being targeting. The image was upside down. The vision orientation was changing on it¿s own. No, the endoscope did not move freely with uncontrolled motion. Yes, the surgeon did confirm desired orientation when endoscope was installed. The customer was able to flip the image from the vision touch screen tower. Got correct orientation and proceeded with the procedure. The procedure was completed with the same endoscope. No patient injury.

Manufacturer narrative:
The probable root cause can be attributed to an improper customer setup regarding endoscope orientation. The issue was resolved by modifying the endoscope orientation on vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.